Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the bottom cover, as well as broken wires in the fantail region. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed tensile breaks on some electrode wires. The photographic inspection and the scanning electron microscopy analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failures modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.